Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2026 and suture was used. During a laparoscopic cholecystectomy, the suture was detached from the needle easily. The suture still had attached a needle when a scrub nurse took it out from the package and handed it to the doctor, but the needle was missing and they looked for it, they found that the suture was detached from the needle immediately after inserting it through the trocar. The needle was found in a drape pocket and did not fall into the body cavity. Additional suture was performed to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/1/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain.=>when inserting a needle into a trocar during surgery - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager).=>(B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/28/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One open sample with one detached needle and one dispensed suture was received for analysis. Product code pdp8350h. During visual inspection of the needle, an incorrect swage was observed: the swage mark was positioned higher than normal, adjacent to the needle¿s solid section, which resulted in a pull-off. Based on the information currently available, an incorrect swage was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.